Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008 the patient presented with pre-op diagnosis: impingement tendonitis with partial thickness rotator cuff tear and ac joint arthrosis. Post-op diagnosis: impingement tendonitis with partial thickness rotator cuff tear and ac joint arthrosis, glenoid labral. The patient underwent: arthroscopy left shoulder debridement; rotator cuff, repair; labral, subacromial decompression, and ac joint resection. Complications none. (B)(6) 2011 the patient presented with pre-op diagnosis: degenerative disease along with lumbar radiculopathy. The patient underwent: anterior lumbar diskectomy, arthrodesis of l5-s1, placement of interbody device at l5-s1 and anterior or instrumentation at l5-s1. Aspiration of bone marrow. As per op notes, the l5-s1 interspace was identified. Diskectomy was performed out laterally on both sides and proceeded posteriorly. Then the aspirated bone marrow was mixed with dbm putty as well as isto granules to provide graft material. The graft was then packed into the peek interbody spacer, which was then gently tamped into the prepared interspace. Then, the anterior plate was secured with four screws and the locking cap was placed. (B)(6) 2013 the patient presented with pre-op diagnosis: advanced degenerative scoliosis status post l5-s1 failed alif with right greater than left lower extremity mixed nerve root radiculopathy with neurogenic claudication. The patient underwent: l3-4, l4-5, l5-s1 posterior lateral fusion, l3-4, l4-5, and l5-s1 posterior interbody fusion, with revision at l5-s1. L3-4, l4-5, l5-s1 posterior instrumentation with application of biomechanical device; l2-l3, l4-5 laminectomies; intra-op use of microscope; intra-op use of fluoroscopy with interpretation. As per op notes, with lateral radiographs to confirm surgical level, pedicle screws were then placed bilaterally. The central laminectomy at l2, bilateral facetectomies, hemilaminectomies at l3, l4 and l5 was performed with decompression of all traversing and exiting nerve roots. The interbody structural spacers were trialed and gently placed at each level along with a portion of the patient's retained autograft, placed anterior to the cage as well as within the cage itself along with a single strip of bmp placed far lateral to the diskectomy approach. Bilateral screws were interconnected with appropriate length rods and locking caps. (B)(6) 2013 the patient presented with pre-op diagnosis: wound dehiscence with a concern for subcutaneous fat necrosis versus infection, status post l3 through s1 tlif. The patient underwent: 1. Irrigation and debridement of skin, subcutaneous tissue, and muscle. 2. Evacuation of hematoma. 3. Intraoperative cultures. Complications none.